Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery and it would go to the rewind sequence by itself. The customer also reported he experienced high blood glucose of almost 400 mg/dl on (B)(6) 2015. The alarm history was checked and an unexpected restart and an external ram error alarms were found. The customer stated that the alarm did not occur during the rewind/prime sequence, a temporary basal was not programmed before the alarm and the insulin pump was stored or not in use for an extended period of time. The insulin pump passed the selftest. Customer was advised the insulin pump is working as designed. He was advised to always make sure the rewind/prime process is completed before reconnecting the insulin pump. The device would not be replaced or returned.